Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory.

Event description:
Customer reported that on (B)(6), 2010 he received a reading of 150 mg/dl on his precision xtra blood glucose meter. It was further reported customer experienced diaphoresis, was incoherent, "could not see", "started to jerk" and "was unable to understand what was going on". Paramedics were called and received a reading of 37 mg/dl on an unknown brand of meter. The results were reportedly obtained at the same time. Customer was treated at the scene with glucose via an intravenous infusion. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.